Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cord coating is coming off and missing section of insulation. The issue occurred during preparation for use, prior to an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the camera head cord coating is coming off and missing section of insulation. The issue occurred during preparation for use, prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint was confirmed due to the exposed metal sheath on the cable. Olympus will continue to monitor field performance for this device.